Event description:
It was reported that the bed had fluid infiltration in the electronic controls. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.